Event description:
It was reported that this patient with this dual chamber pacemaker experienced symptoms of bradycardia, asystole and syncope as a result of the non-boston scientific right ventricular (rv) lead exhibiting loss of capture, oversensing with pacing inhibition of greater than two seconds, and noisy signals. Technical services (ts) was consulted for troubleshooting and programming options. Isometrics and pocket manipulation were performed and confirmed the reported observations. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber pacemaker experienced symptoms of bradycardia, asystole and syncope as a result of the non-boston scientific right ventricular (rv) lead exhibiting loss of capture, oversensing with pacing inhibition of greater than two seconds, and noisy signals. Technical services (ts) was consulted for troubleshooting and programming options. Isometrics and pocket manipulation were performed and confirmed the reported observations. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported brady pacing not delivered when required, oversensing, noise, asystole, bradycardia and syncope.